Event description:
It was reported the battery voltage measurement was 2.76v when taken, and a review of performance data from the device showed a measurement of between 2.96 and 2.97v. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (6) the actual device was not received for evaluation. Performance data from the device shows that on (B) (6) 2010, the battery voltage with telemetry was 2.83v and the daily measurement was 2.96v. This is within expected limits.